Event description:
Beckman coulter warehouse in (B)(4) reported that the bottles of clenz solution were leaking from an unknown source. No injury was reported on this issue.

Manufacturer narrative:
No additional information is available.